Event description:
Reportedly, the pump ran out of insulin. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Customer addressed bg level via correction injection. The customer attempted to load a new cartridge, but the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed h3 other text : device not returned